Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Prior to use the nurse confirmed the adhesion of the cuff on murphy eye side was not correct. She felt resistance at the inflator line. The cuff form seemed abnormal. There was no patient involvement.